Manufacturer narrative:
(B)(4) the customer returned one unit of a 528235 visistat 35w 6/box for investigation. Visual examination was performed with and without m agnification. The trigger was not engaged on the returned sample and the staples appeared aligned at the front of the cover block. There were 25 staples remaining, indicating that the customer fired at least 10 staples. There was no clear evidence of biological material on the device. Functional testing was performed on the complaint sample. The stapler was fired into the air and the staple formed and released properly. The stapler was then fired into a skin pad to simulated insertion into the skin. The first fire into the skin pad resulted in two unformed staples, after these staples fired, the stapler jammed and did not fire anymore. The device was then disassembled, and it was discovered that the forming tool tab was bent inward. This forming tool was compared to a lab inventory sample's forming tool tab, which was not bent inward. Minor die casting anomalies were discovered on the forming tool. No other defects were discovered on the stapler. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the staples appeared aligned. A device history record review was performed, and no relevant findings were identified. Upon functional testing the stapler was fired into the air and the staple formed and released properly. The stapler was then fired into a skin pad to simulated insertion into the skin. The first fire into the skin pad resulted in two unformed staples, after these staples fired, the stapler jammed and did not fire anymore. The device was then disassembled, and it was discovered that the forming tool tab was bent inward; the tab holds the anvil in place when assembled in the cover block. Dimensional analysis was performed on the stapler, and it was observed to be out of specifications and defective. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause onitor and trend for reports of this nature. Could not be determined from the available information. Teleflex will continue to m